Manufacturer narrative:
Device was evaluated. Evaluation confirmed deep bite marks on all aspects of the insertion tube. The insertion tube was found with deep dents and scratches. A leak was observed on the a rubber due to bite mark in the bending section. Minor chips were found on the objective lens and excess glue on the edges. Image was found normal, no stains or shadow observed. The knobs and switch were both found functional. The identified parts were replaced and device was repaired. Once completed, the device was tested according to required testing/ specifications. The device passed all testing performed. As stated on the instruction for use states: placing the mouthpiece in the patient¿s mouth before the procedure prevents the patient from biting and/or damaging the endoscope¿s insertion section. The probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. If the irregularity is still observed after inspection, contact olympus.

Event description:
It was reported that the scope bending section was damaged. A deep bite marks were observed on the insertion tube. There was no patient involvement. No user impact or injury was reported.